Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarm log exhibited motor not running and motor rate errors. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed and indicated a motor not running error and a motor rate error. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed no anomalies. The complainant¿s allegation was confirmed. The probable cause was worn-out clutch parts. The device was repaired by replacing the left and right clutches, clutch spring, worm gear, worm coupling, and motor. Following the repair, the device successfully passed all functional testing.